Event description:
(B)(4). Since having essure implanted, my health has continually gotten worse. Symptoms/side effects I have experienced include: palpitations,anxiety,depression,memory loss, forgetfulness, easily bruised,spider veins, weight gain,bacterial vaginosis, yeast infections,acne, boils, dry skin, excessive sweating,hair loss,immune issues, increased severity of rheumatoid arthritis and fibromyalgia, swelling of legs, feet and hands, swollen glands,abdominal spasms,muscle spasms, charlie horses,dizziness, brain shocks,severe migraines, tingling, itching, burning, painful numbness, foul discharge, spotting and painful intercourse, cyst like lumps on vagina, painful ovulation and menses time, chronic pelvic pain, the feeling of contractions, sharp stabbing pelvic pain, unable to orgasm, loss of libido,back pain, body aches and pain, hip pain, joint pain, bloating, constipation, diarrhea, bowel irregularity, gastritis, gerd, nausea, sometimes vomiting, frequent urination, incontinence, have to force to empty bladder, dental issues, fevers, insomnia, metallic taste,night sweats, vitamin d and b12 deficiency, weight gain, chronic fatigue syndrome,, rheumatoid arthritis, fibromyalgia.